Event description:
It was reported that this pacemaker was explanted due to unknown reasons. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b. Adverse event / product problem f. For use by uf/importer.

Event description:
It was reported that this pacemaker was explanted since the patient had an uncomfortable pocket, leading to his request of a smaller device. A new device was implanted. No additional adverse patient effects were reported.